Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that an ar-4550p meniscal root repair with peek swivelock implant system had been implanted recently and the patient has an infection. Additional information has been requested. Additional information provided on 03-feb-2026: it was further reported that the infection was localized and was identified as an mssa infection and the patient is now stable. The arthrex products were initially implanted in an acl reconstruction with btb autograft, internal brace procedure for an acl tear. The devices have since been explanted. No intraoperative complications were reported. Additional information has been requested.